Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, the inferior mesenteric artery (ima) was injured. The vessel sealer extend (vse) instrument was being used for a blunt dissection on the ima. The vse cauterization was not active or in use during the time of the injury. A traction injury occurred, causing the ima to rip off the aorta, creating a hole. A large amount of blood loss occurred, which required an emergent conversion to a laparotomy. Pressure was held during the conversion in order to control the bleeding. The hole in the aorta was repaired with sutures which successfully stopped the bleeding. The estimated blood loss was approximately 1.4 liters; 4 units of packed red blood cells, 2 units of fresh frozen plasma, 1 unit of platelets, and 1 unit of cryoprecipitate were transfused. The patient was still currently hospitalized but was doing well. There were plans for discharge within the next day. There were no reports of any da vinci related complications or errors intraoperatively.